Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an episode of syncope while at their audiology appointment. Oversensing/noise was exhibited on both right atrial (ra) and right ventricular (rv) leads, however pocket manipulation and arm movement could not reproduce the sensing issue. The cause was unknown, and the electrophysiologist suspected that the noise may have been related to the patient's hearing aid adjustment. The implantable pulse generator (ipg) sensitivity level was reprogrammed, and the device and leads remain in use. No further patient complications have been reported as a result of this event.